Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-oct-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2019 regarding a patient receiving fentanyl (1500mcg/ml at 728.1mcg/day) and bupivacaine (30.0mg/ml at 14.562mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient presented to the clinic with a complaint of a severe headache on (B)(6) 2018. The event date was 20 (B)(6) 2018. The clinical diagnosis was post-dural puncture headache. A blood patch was performed on (B)(6) 2018, and the event was ongoing. The etiology indicated the event was related to the implant procedure and was not related to the device or therapy. The event resulted in an unscheduled clinic or office visit. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event resolved without sequelae on (B)(6) 2019. No further complications were reported/anticipated.